Event description:
It was reported that the health care provider modified the primary pump medication from morphine to dilaudid, changed the dose and updated the pump. The caller did not recall being prompted to program a bridge bolus, nor did she recall bypassing the bridge bolus. The caller stated when she realized she had not programmed the bridge bolus, she checked the pump, which showed the new medication with no bridge bolus in progress. The manufacturing representative assisted the physician check in troubleshooting. The physician was able to correct the issue and there were no medical or therapy events. The provider stated she had not encountered this issue again. She denied there was any user error. The medication in the pump was changed from bupivacaine and morphine to bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8840, serial# (B)(4). Product type: programmer, physician: product ID 8840, serial# (B)(4). Product type: programmer, physician. (B)(4).